Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s capsular contracture. The patient experienced bilateral capsular contracture (left grade: ii, right grade:IV). The patient had a consultation with her surgeon on (B)(6) 2021, and the diagnosis was confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor smooth round spectrum prosthesis and experienced right-sided capsular contracture (unknown grade) postoperatively. The patient is experiencing right-sided breast pain, and her right breast feels very hard. The patient had a consultation with a healthcare professional. Mammogram was performed on unknown date, and the result is currently pending. At the time of this report, mentor has received no information regarding an expected explantation date.